Event description:
It was reported that during the extraction of the right ventricular lead, the right atrial lead became dislodged and was repositioned. At a subsequent wound check, the atrial lead was found to have dislodged again. During repositioning, the physician was trying to get good placement by extending and retracting the helix multiple times, however, the helix was over-torqued and "additionally accumulated tissue in the lead". The lead was removed and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.